Event description:
It was reported that a spectrum pump had a pressure for occlusion detection outside of the manufacturer specification range. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported "psi occlusion above OEM plus or minus range." The device was found to be operating within specification. The occlusion pressure setting was found to be set to "high" which is most likely the cause of the reported symptom.